Manufacturer narrative:
The investigation of the customer issue included a review of the complaint text, a search for similar complaints, sensitivity testing, and a review of labeling. The customer observed a potential false non-reactive result when using architect syphilis tp reagent, list number 8d06-38, lot number 64046li00. There was no patient sample available to assist in the investigation. Sensitivity testing was performed with a seroconversion panel (seracare) with a retained reagent kit of lot number 64046li00. This testing showed that the architect syphilis performed equivalent to the tppa (fujirebio), therefore the sensitivity performance of the reagent lot was determined to be acceptable. A review of customer complaints did not identify any trends for reagent lot 64046li00 for the customer's issue. A review of labeling concluded that the false nonreactive results are sufficiently addressed. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on this investigation the architect syphilis reagent, lot 64046li00, is performing as intended and no product issues or malfunction were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected from (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: the patient had multiple samples tested on different days: (B)(6), collected (B)(6) 2016 (B)(6), collected (B)(6) 2016 (B)(6), collected (B)(6) 2016 (B)(6), collected (B)(6) 2016.

Event description:
The customer stated that the architect analyzer generated (B)(6) results on one patient versus tppa and trep pallidum igm. The results provided were: on (B)(6) 2016 sid (B)(6) arch = 0.70 / 0.69 / 0.73s/co / rpr= (B)(6) / tppa repeat (B)(6) / tp igm 2.27s/co = (B)(6); (B)(6) 2016 sid (B)(6) arch = 0.31 s/co / tp igm= 1.30s/co = (B)(6); (B)(6) 2016 arch = 0.11s/co (<1.00s/co = (B)(6)). There was no reported impact to patient management.